Manufacturer narrative:
This is one event (a vasovagal reaction) of two events for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a vasovagal reaction on (B)(6) 2010 and experienced a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.